Event description:
It was reported that the patient had presented to the hospital. Prior to the procedure, it was found that the right ventricular (rv) lead had exhibited an elevated pacing threshold. It was noted that the rv lead had dislodged post-implant. During the lead repositioning procedure, the physician found that the rv lead helix had been stuck in tissue. The rv lead was explanted and replaced. The patient remained stable before, during, and after the procedure.